Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e801 module. The initial result was 48.5 pg/ml. The sample was repeated twice with results of 20.2 pg/ml and 19.9 pg/ml. The result of 19.9 pg/ml was believed to be correct. The questionable result was not reported outside of the laboratory. The estradiol iii reagent lot number was 53910801 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer last performed calibration on (B)(6) 2021 and the signals were higher than expected. Qc results were acceptable. The sample was centrifuged for 8 minutes at 2500 rpm. This centrifugation time and speed may not meet the manufacturer's guidelines. Multiple short sample alarms, low procell and low reagent alarms were observed on the customer's alarm trace data. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.